Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the patient's right eye on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4) (secondary surgery). (B)(4) (low). (B)(4).